Manufacturer narrative:
No report of patient involvement. The ge healthcare service contractor performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib), cpu, and vent engine were replaced to resolve the issue.

Event description:
The hospital reported an error resulting in the loss of pressure mode ventilation. There was no report of patient involvement.